Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; malposition.

Event description:
Patient reported "capsular contracture, baker grade IV" and " brain fog, right side swelling during the hormonal time of the month, and a tingling/shock sensation under breast where fold is". Later, healthcare professional reported areola is smaller and implant is narrow and extremely superiorly malpositioned. Affected side is right. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6

Event description:
Healthcare professional reported tried "massage and singulair".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. Other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "capsular contracture baker grade IV". Later healthcare professional areola is smaller and implant is narrow and extremely superiorly malpositioned. Healthcare professional later reported "inflammation around the implant itself". This relates to the right side. Device was explanted. Device has been returned.